Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" see scanned table. Testing on (B)(6) 2012 was 4-5 hours apart. Testing on (B)(6) 2012 was 4.5 hours apart. Therapeutic range: 2.5 - 3.5. Pt self tester states that dr would like her towards the higher end of her range.